Event description:
It was reported during remote follow up that the implantable cardiac monitor exhibited a failure to interrogate via bluetooth to the patient's phone. Troubleshooting was done in attempt to gain connection but the issue remained unresolved. The patient was stable and asymptomatic.

Event description:
New information received notes that the implantable cardiac monitor was explanted and replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of failure to interrogate could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.